Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to ask how to unmute the audio on this defibrillator. It was later identified that the alarm audio had malfunctioned. There was no patient involvement.